Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: after release only one filter leg grasped the vena cava wall, the remaining legs did only fully open after deployment. Reportedly the filter was retrieved five days after placement. Two tulip filters related to (B)(4) were returned ¿ but unidentified as to procedure. Both filters were investigated, and no non-conformances were noted on any of the filters and the hook as well as any shape, measurement and diagonal distance between the filter legs were within specified requirements. Therefore, the exact reason for the filter to not expand cannot be determined, but deployment in a clotted vein may obstruct the filter from fully expanding and the instructions for use contraindicate extensive thrombus in the vein chosen for approach. However, this is only speculation since no imaging was provided and since only very limited information could be obtained. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device marketed under: PMA/510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: with two gunther tulip inferior vena cava filters its placement in patients after release, in the circumstances of its placement in patients (B)(6) ((B)(6) 2021) and (B)(6) ((B)(6) 2021), after release, the filter remains grasped on one of the walls of the vena cava but with the legs partially deployed. Additional information received 27feb2021: both filters were advanced from right femoral approach. Patient outcome: a section of the device did not remain inside the patients body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.